Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user started on 100% and blue pixels were noted. The user changed the power setting to 128% and the blue pixels worsened. When the user came off the foot pedal the blue pixels slowly dissipated. It was also noted that the physician performed a biopsy prior to the ablation procedure and that the biopsy was flushed with a solution. There were no patient complications reported in relation to this event.